Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient went into the emergency department for increased pain at insertion site. The factors that contributed to the event were unknown. They did note that the spouse reinforced the bandage a couple of times after work because it was not adhering well. No diagnostics or troubleshooting was performed. The emergency department doctor removed the leads. The insertion site looked good, no signs of infection, redness, or drainage. Blood revealed white blood cell count was elevated and an MRI showed an abscess at supra spinous muscle near insertion site. The event was not resolved at the time of report. The patient was admitted to the hospital for intravenous antibiotic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.